Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, blood returned to the tubing, could not be reproduced. The pump is not designed to detect blood in the line. The device was tested for upstream occlusion, downstream occlusion and air detection and was able to properly detect the conditions. A review of the event history log revealed the user experienced an "upstream occlusion!" Alarm. The user cleared the alarm and resumed the infusion, which was running at 13 ml/hr. The history log cannot be used to determine if the user physically cleared the occlusion from the IV line. If an occlusion is not fully resolved before restarting the infusion, the alarm may not recur as expected, which is described in fa 2021-056. A device history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of blood returned to the tubing, was not verified. The reported problem, pump displayed flow and remaining volume however solute did not perfuse and there was no alarm," was not reproduced however, during flow accuracy testing and pump was found to under deliver. The reported condition was verified. The cause of the condition was determined to the pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of levophed on a spectrum iq pump there was retrograde flow of the patient's blood visible in the tubing ("blood returns to the tubing"). Additionally the pump displayed flow and remaining volume however it did not infuse. As per the customer, the pump triggered no alarms. The patient experienced a decrease in the mean arterial pressure to "47". No additional information is available.